Event description:
The customer reported a delivery anomaly. The customer stated that the insulin pump delivers insulin intermittently. The insulin pump also has not been alarming when the reservoir is empty. In addition, the insulin pump stops insulin delivery for no reason. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.